Event description:
Pt alleges she developed masses of scar tissue; therefore, had removal and replacements. Pt also alleges she had rupture twice; however, doesn't remember when or what sets of implants ruptured.